Event description:
Customer states: "balloon dilator passed through cystoscope up right ureter. Filled with 10cc air. Tip of balloon broke off in ureter.

Manufacturer narrative:
The patient was sent to a different facility to have the 6cm of balloon with attached 1cm of tubing removed. One opened and used balloon was received in two segments. The first segment was noted to be a 6cm section of the balloon attached to 1cm of tubing, the second segment had 5.5cm of the balloon still attached to the remaining catheter shaft; complete balloon returned. The point of separation on the balloon was noted to have mating fractures. A section of the balloon was also noted to have a wrinkled appearance. The catheter has the appearance of being pulled to separation due to the tubing having a stretched appearance. The proximal tungsten band was also noted to be out of the original location. The proxial band was pushed down to the distal band, touching. The bands are placed 4cm apart during the manufacturing process. An impression of the proximal band was observed in the tubing indicating the band was in the proper location prior to customer use. Scrape marks were also noted down the shaft of the tubing. The damage observed on the catheter was most likely caused by an instrument of undetermined origin. Additional information was obtained from the customer indicating the balloon was filled with "15cc air not contrast or saline." The IFU that is placed on the back of the package states 'always inflate the balloon with sterile liquid. Never inflate with air, carbon dioxide or any other gas'. The customer also indicated the patient status as good, no other damage occurred as well as no long term problems anticipated. Customer user error has most likely caused this to occur.